Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen 2,000mcg/ml, 180mcg/day, for intractable spasticity. The patient had a pump replacement on (B)(6) 2015 with a 40ml pump at which time the patient's father was given a programming strip and was told that the patient would not need to have the pump refilled until (B)(6) 2016. Due to ulceration over the pump a few weeks later (refer to manufacturer report 3004209178-2016-00755), the pump was replaced with a 20ml pump on an unreported date. Following the replacement, the patient missed a refill and the pump ran empty. The patient and his family did not hear the pump alarming. The patient was seen on (B)(6) 2015 at which time the hcp interrogated the pump and was expecting to see a 40ml pump but instead the current pump was a 20ml pump which resulted in the missed refill. The hcp refilled the pump and increased the dose from 180mcg/day to 199mcg/day (lioresal lot ds0078). No patient symptoms were reported related to the missed refill and empty pump. The patient's medical history includes head/brain injury. Additional information was requested regarding the date of the event/date the pump ran empty. A supplemental report will be submitted if additional information is received.